Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: the surgical staff did not see anything that would reflect an issue of a fragment falling inside the patient. Routine x-rays were performed, but not specifically for "fragments." It was unknown if patient returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip sureform 45 stapler instrument was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.221". The wrist cover was torn, and there may be missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the instrument. The sureform 45 green reload accessory was also returned and evaluated by the failure analysis (fa) team. The accessory was returned to isi for evaluation attached to the returned stapler instrument. There was no damage to the reload. There were no device related failures. The reload was returned fully fired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument removed from the instrument without any issues on multiple attempts. No product issue was identified. The complaint was confirmed by failure analysis. The probable root cause of the torn wrist cover was attributed to the potential user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the rubber sleeve that covers the hinge of the curved-tip sureform 45 stapler instrument bunched up and would not allow the stapler to come out. Fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.